Event description:
Just prior to cleaning pt skin with actasept prep stick, I squeezed the tube and 2 glass slivers penetrated thru the plastic sides and punctured my left first finger on the lateral aspect and also left a sliver in middle of finger pad on my right first finger. Bled into gloves, no exposure to or from pt.